Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer onsite to evaluate the device in question. The rse indicated during an evaluation of the system logs that the system had not indicated any error and could not reproduce the error of the control panel not signaling an alarm. The philips remote service engineer (rse) could not confirm the customer's issue of the control panel not producing an alarm.

Event description:
The customer reported that the system control panel did not correctly signal an alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.